Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, error c-34 occurred repeatedly while using monopolar coagulation. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the error in the logs and instructed the caller to reboot the erbe integrated electrosurgical unit (iesu), try both ports, and use different monopolar cables and instruments, but the problem remained. Attempts to use "classic" mode were unsuccessful as the generator was not working. The procedure was completing as planned using an external generator with a delay of less than 15 minutes. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found during power-on test, error c-34 was observed, confirming that the fault occurred in the field. A visual inspection did not reveal any issues related to the reported event. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.